Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the insulin pump had cracks in the screen, at the top corners of the screen, and diagonally toward the battery compartment. The customer did not know the blood glucose reading. She noticed that the cracks in the screen were more prominent in the past week. She was unaware of how the damage occurred. Advised replacement of the insulin pump. Nothing further reported.